Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review of the technical service onsite history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the turbidity developed on the edge of the flap (incomplete flap) from around one month after the surgery, and turbidity did not disappear even after the three-month post-surgery in the left eye of a patient, although the patient was treated with medications (cravit, flumetholone, and hyalein), there was no improvement, during cataract surgery. There are two related reports for this event. This report addresses, patient initials am, patient left eye and other manufacturer reports will be filed for the fellow eye.